Manufacturer narrative:
The user refused to provide information on this event. Due to lack of relevant clinical details, a relationship to galaflex was not confirmed. Tepha reports the event in an abundance of caution. Should additional information be obtained, a follow-up report will be submitted. The device history record (DHR) of affected device, product code: gp0408, lot #140259, was reviewed and verified that the lot met specifications without any non-conformities observed. Device not returned to manufacturer.

Event description:
The patient was diagnosed with an infection after implantation of galaflex in the breast. Galaflex was later explanted. The patient was hospitalized a few weeks later due to infections.